Event description:
It was reported that the device and lead were explanted due to infection and endocarditis. Information in the manufacturer's device registration system indicates that the patient died six days later. The device was explanted, and the final disposition of the lead is unknown. Follow-up information was received reporting the patient was infected at arrival to the hospital and prior to implant. Cultures taken from the device were negative, and the hospital does not believe the patient's death was device related. He "was a very sick man."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found. Other: it was reported that the device and lead were explanted due to infection and endocarditis. Information in the manufacturer's device registration system indicates that the patient died six days later. The device was explanted, and the final disposition of the lead is unknown. Follow-up information was received reporting the patient was infected at arrival to the hospital and prior to implant. Cultures taken from the device were negative, and the hospital does not believe the patient's death was device related. He "was a very sick man. No conclusion can be drawn.